Event description:
Customer reported an rh discrepancy on the abs2000. Customer stated a ab, rh negative patient was reported as rh positive. Manual tube testing performed with the same anti-d series 4 and 5 reagents used on the abs2000 resulted with negative reactions; weak d testing was negative.

Manufacturer narrative:
Testing of donor samples of various rh phenotypes including weak d cells was performed with retention anti-d (monoclonal blend) series 4, lot 504692 and series 5, lot 505546. The expected reactivity was observed in all testing. The customer's sample and in-house donor samples were tested on an in-house abs2000 with retention anti-d series 4, lot 504692 and series 5, lot 505546. The abs2000 typed the customer's sample as d rh negative. In-house donors' d statuses were confirmed by the abs2000. The customer's sample was tested by manual tube method with anti-d series 4, lot 504692 and series 5, lot 505546 and other manufacturers' anti-d blood grouping reagents. No reactivity was observed in any phase of testing with all anti-d reagents tested. The sample typed as d negative. The customer, after thoroughly examining the probe, noticed that it was bent. The customer replaced the probe.